Event description:
Emergency room personnel were performing a synchronized cardioversion on a pt, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device would not transfer energy to the pt. A backup device was retrieved from another room and used with no adverse affects to the pt reported as a result of the alleged malfunction.